Event description:
In this event it is reported that a patient wearing sure smile retainer experienced the aligners having rough/sharp edges on all retainers.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
DHR: we reviewed the DHR for (B)(6) / patient ID#: (B)(6) / site ID#: 05700, qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift by auto bag-and-box operation on november 08, 2024, manufacturing supercell sc2, equipment pua-03. The sales order was inspected and met the acceptance criteria provided by qa. Photo investigation: the evidence provided by the customer (photo) shows an apparent retainer; the image is not clear enough to identify the issue of the alleged event. The traceability information (serial number, patient ID) is not visible for device identification.